Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the duodenovideoscope air/water tube and forceps elevator had foreign material and the inside of the light guide lens had a stain. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided olympus confirmed foreign material at air/water channel and forceps elevator however the foreign material could not be identified. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). And event reported like as" gap at distal end" was caused by a physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used." Additionally, since the dirt inside of the light guide lens was not attached to the outer surface of the scope, it could not be removed by reprocessing. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.